Event description:
Customer reportedly obtained results of 303 mg/dl and 54mg/dl within 1 min on the same device. No action was taken based on device results. No adverse event reported and no treatment received. No qcs were used. Requested return of suspect device and replacement was sent.